Event description:
It was reported that the xience v stent dislodged on the guide wire from the stent delivery system (sds) in the moderately calcified right coronary artery (rca). The sds was removed from the anatomy. A 2.5x20 trek was advanced through the dislodged stent on the guidewire and the stent was deployed in the rca target lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch, additional information received that the patient had tortuous and heavily calcified vessels. The physician commented that this event was due to the patient's anatomy and not due to a device malfunction. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).